Event description:
He is taking medicine as a diabetic patient, and when he measured his blood glucose on an empty stomach using gmate origin, he found an average of 30mg/dl higher than any other product, and confirmation of the measurement deviation was requested.